Manufacturer narrative:
The device investigation was completed on 26-sep-2025. It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and during an atypical flutter left sided procedure, the patient was on the table, physician and fellow scrubbed in, they were not able to irrigate properly the pentaray catheter. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since no flow was observed. Afterwards, an aluminum wire was introduced in the luer hub, and the wire got stuck at the tip area. The tip was dissected, and the irrigation tube was inspected, and it was found the irrigation tube folded into a "z" shape in the tip area. This failure mode was identified as manufacturing related. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The root cause of the folded irrigation tubing is traced to the manufacturing process. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. An internal corrective action has been opened to investigate this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and during an atypical flutter left sided procedure, the patient was on the table, physician and fellow scrubbed in, they were not able to irrigate properly the pentaray catheter. As the catheter had been previously inserted into the heart, and properly irrigated, they double-checked the set up and everything was set properly. No physical occlusion was observed. Therapeutical activated clotting time (act) was taken during all procedure long. They changed the catheter which resolved the issue, and they were able to proceed successfully with the procedure. No adverse patient consequence was reported.